Event description:
It was reported that during the first ablation of a cryoablation procedure the physician noted loss of right sided diaphragmatic muscle contraction. The ablation was stopped and the catheter was not manipulated until the console reflected body temperature again. High output pacing was performed throughout the second ablation, then intermittently throughout the remainder of the procedure, to reassess if phrenic nerve function had recovered. Following the completion of the procedure the patient continued to experienced right sided hemiparesis of the diaphragm. The patient was discharged with right phrenic paralysis. The physician will follow up with the patient at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the data files were returned and analyzed. The files show at least eight injections were performed with balloon catheter 2af284 (lot 28936), and do not show any system notices or issues for the date of the event. No product was returned for investigation. No product malfunction was reported; a clinical issue was encountered during the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.